Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would intermittently not boot up. No pt injury was reported.